Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device battery remaining capacity estimation was at about seven years in may 2019. However, a year later, the device battery remaining capacity dropped to 1.5 years. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. This device was explanted and returned for analysis. There were no additional patient complications or adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device battery remaining capacity estimation was at about seven years in (B)(6) 2019. However, a year later, the device battery remaining capacity dropped to 1.5 years. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. This device was explanted and returned for analysis. There were no additional patient complications or adverse effects reported. Investigation will be performed and this report will be updated.